Manufacturer narrative:
B3 date of event: estimated date based off the aware date as the exact event date was not reported. Device analysis by MFR: the returned product consisted of a sterling balloon catheter. Visual and microscopic inspection confirmed that both markerbands were on the inner shaft within the balloon. There were numerous kinks throughout the shaft. The reported missing markerbands were not confirmed.

Event description:
It was reported that a radiopaque marker was missing. A 4.0mm x 40mm x 80 cm sterling balloon was selected for use in a venoplasty procedure. During the procedure, it was noted there was only one radiopaque marker. The procedure was completed with another sterling balloon. There were no patient complications reported.

Manufacturer narrative:
Date of event: estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that a radiopaque marker was missing. A 4.0mm x 40mm x 80 cm sterling balloon was selected for use in a venoplasty procedure. During the procedure, it was noted there was only one radiopaque marker. The procedure was completed with another sterling balloon. There were no patient complications reported.